Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth assay on a cobas 8000 - cobas e 602 module, serial number (B)(4) and compared to a competitor method. An interference is suspected. The sample initially resulted in a pth value of 893.2 pg/ml from the e602 module. The sample was repeated two times on the e602 module, resulting in pth values of 1014 pg/ml and 1017 pg/ml. The sample was repeated on a competitor instrument, resulting in a pth value of 65.4pg/ml. The questionable result was reported outside of the laboratory.

Manufacturer narrative:
Calibration and quality control results showed no indication for a reagent issue. The patient sample was provided for investigation. The customer¿s elecsys pth result could be reproduced. Further investigations determined the sample contained heterophilic antibodies which interfered with the assay components, leading to a discrepant high elecsys pth result. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation could not identify a product problem.